Manufacturer narrative:
The device was returned to a manufacturer investigation laboratory. The device has been inspected by the manufacturer. The evaluation result found unknown dust contaminant, black hair like contaminant, liquid ingress with an unknown dust contaminant with mineral deposits on blower box, keratin-like substance on blower box outlet. The lab investigation confirmed the evidence of degraded sound abatement foam using foam integrity test tool (fitt). The investigation was unable to directly address any symptoms and unable to confirm the complaint of device with no noise or device turning on and off observed during therapy and investigation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.